Event description:
It was initially reported that the patient had high impedance (dcdc 7) and had a full revision. There was no known manipulation or trauma and there were no x-rays taken. There were no reported adverse events. The products were discarded and will not be return to the manufacturer for evaluation.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.